Event description:
Strata ii valve placed (B)(6) 2025 at (B)(6) had an intractable hemorrhage. Vp shunt valve taken out (B)(6) 2025 blood cleaned out of valve and valve put back into morgan's head. Symptoms have worsened last 4-5 months. Dr. (B)(6), neurosurgery, blaming it on behavior. Morgan pummels shunt valve because it hurts so much. Seizures also occur simultaneously.